Event description:
Changed colored contacts to the new airoptix color. From day one, the contacts were irritating to my eye. After wearing for a few weeks, I began having redness. I ended up having a serious eye infection which resulted in 15+ infiltrates in right eye and 5+ in left eye. I believe the irritation caused by these contacts led to the infection and subsequent infiltrates. I have had to use steroidal drops and my optician has stated that it may take 6 months or longer to see an improvement. I have read many reviews with others experiencing the exact same symptoms.